Event description:
It was reported that a stroke occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Access was transfemoral. Balloon aortic valvuloplasty was performed with a 22mm balloon. After the lotus edge valve was implanted, there was trace paravalvular leak (pvl) and a gradient of 2mmhg. Event summary: after the index procedure and before being discharged, the patient suffered from a stroke. The patient experienced hemiparesis due to the stroke. It was further reported that the patient presented with no hemiparesis and only mild speech disorders during a follow-up visit with the physician.

Manufacturer narrative:
A review of the procedural media was performed as part of this complaint investigation. The procedural media shows a transcatheter aortic valve implantation with a lotus edge valve. The valve is deployed following a number of partial resheaths to resolve asymmetric unsheathing and one full resheath to position the valve lower. The contrast assessment taken from the pigtail above the valve indicates a good result with trace paravalvular leakage. Date of event: the event date is unknown, therefore this report will be populated with an estimate of (B)(6) 2019 based on the procedure date of (B)(6) 2019

Manufacturer narrative:
Date of event: the event date is unknown, therefore this report will be populated with an estimate of (B)(6) 2019 based on the procedure date of (B)(6) 2019.

Event description:
It was reported that a stroke occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Access was transfemoral. Balloon aortic valvuloplasty was performed with a 22mm balloon. After the lotus edge valve was implanted, there was trace paravalvular leak (pvl) and a gradient of 2mmhg. Event summary: after the index procedure and before being discharged, the patient suffered from a stroke. The patient experienced hemiparesis due to the stroke. No additional event information is available at this time. Efforts are being made to obtain more details.